Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. Also, moisture damage was noted to the motor during the visual inspection. The functional testing could not be completed due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump had fallen into the toilet. No moisture damage was visible behind the screen. The reservoir tube lip became chipped. The blood glucose reading was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.